Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event.

Event description:
Citation: "trigeminocardiac reflex in embolization of intracranial dural arteriovenous fistula" american journal of neuroradiology october 2007, 28 (9) 1769-1770; doi: https://doi.org/10.3174/ajnr.a0675. Medtronic received report of immediate reproducible and reflexive response of asystole upon stimulation of onyx injection during embolization of a tentorial dural arteriovenous fistula in a (B)(6) man. Upon recognition of the reflexive relationship between onyx injection and increased vagal tone, the patient was given anticholinergic in an effort to block cholinergic hyperactivity. After atropine was given, no further dysrhythmias occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.